Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient was implanted with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating to treat a thoracic aortic aneurysm. It was reported after the conformable gore® tag® thoracic endoprosthesis was implanted, the right external iliac artery (reia) was dissected when the dsl2228j was removed. The physician decided to implant a metal stent to repair it. The patient tolerated the procedure. No further information is available.